Event description:
It was reported that the external pulse generator (epg) would not power on. When the epg would not power on, the clinician chose a different epg. The clinician gave the epg to the biomedical engineer (be). The be replaced the battery and the epg powered on without any issue. The be will place the epg on an analyzer and monitor the epg for any issues. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).